Event description:
It has been reported that the shock button did not function properly.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: november 2011.